Event description:
The customer called and alleged that she received a contour control test result of 220 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No customer or product information was obtained before the call was disconnected. No product will be returned.

Manufacturer narrative:
It was not possible to obtain the product information before the customer ended the call, so the manufacture date and 510(k) number could not be determined.